Event description:
User facility reported that the catheter insertion was difficult. When the catheter was removed from pt, user noted the tip was missing. No add'l intervention or injury to pt reported.

Manufacturer narrative:
Device eval: the returned sample is a catheter and tuohy needle. The distal end of the catheter has been cut off and has not been returned. The severance runs diagonally across the catheter. This type of severance is typical of the catheter having been withdrawn through the needle. This can lead to the catheter becoming caught on the sharp tip of the needle. Further withdrawal would lead to the needle slicing through the catheter, cutting it into two pieces. The IFU contains the following warning: never pull back the catheter through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the epidural tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated.